Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient and reporter on april 13, 2010 and obtained the following information. The patient reported that on the morning of (B) (6) 2010, he obtained an alleged high blood glucose reading (result not recalled) with the subject meter. The patient claimed that he manages his diabetes with long and rapid acting insulin (based on a sliding scale). In response to the alleged inaccurate result, the patient stated he took an increased dose of insulin (nph-r and nph-n). Approximately 2 1/2 hours after administering the increased dose of insulin, the patient's wife reported that the patient became incoherent, sluggish, and was combative. In response to the symptoms, the patient's wife stated that she gave him a glucagon injection along with glucose gel and he reportedly felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by a non-hcp after the alleged meter issue began.